Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 (mg/dl) in (B)(6) 2016; however, no specific event date was provided. Customer delivered correction bolus and changed infusion site to treat bg levels; however, bg levels remained elevated and customer was later hospitalized. While in the hospital, customer was treated with an insulin drip. Customer was released from the hospital the same day.